Event description:
Report received of tubing separation below the filter. The customer reports that the patient hooked up a new bag and tubing set. The patient was receiving nafcillin 4 grams in 80ml's every 4 hours over 30min with a 0.2ml/hr kvo rate. The total bag volume is 500ml of d5w with a total of 24 grams of nafcillin. The infusion was started, and then it was noted that the tubing separated from the distal part of the filter. It was unknown to reporter how much leaked, but the bag needed to be wasted. A nurse delivered a new bag and tubing set and the infusion was resumed without problem. The patient missed one dose of antibiotic. No report of adverse patient effect. Additional patient information was requested, but no further information was available.